Manufacturer narrative:
Trackwise # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The lot # 25153876 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stop working while the activation button was being pressed. They changed the cord, adaptor, and power supply box and product still did not work. They opened another device and product performed according to IFU. The hospital did not report any patient effects.